Event description:
It was reported that this right ventricular (ra) lead was explanted due to dislodgment, with it presenting impedance issues and high pacing thresholds measurements. Upon revision, the device was found to have bent and twisted due to twiddlers syndrome. Additionally, the helix had retracted onto the lead. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (ra) lead was explanted due to dislodgment, with it presenting impedance issues and high pacing thresholds measurements. Upon revision, the device was found to have bent and twisted due to twiddlers syndrome. Additionally, the helix had retracted onto the lead. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The "failure to follow instructions" conclusion code was selected because the reason for the alleged observation(s) could not be determined since the complaint device was not returned to bsc and product record reviews did not identify a product quality issue or new patient harm. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgment, with it presenting impedance issues and high pacing thresholds measurements as a result. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right ventricular (ra) lead was explanted due to dislodgment, with it presenting impedance issues and high pacing thresholds measurements. Upon revision, the device was found to have bent and twisted due to twiddlers syndrome. Additionally, the helix had retracted onto the lead. A new device was implanted. No additional adverse patient effects were reported.